Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 4.0 mm and appears unused. The fiber is broken 75 mm from the distal tip.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, the device broke. The procedure was completed with another flexiva laser fiber.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, the device broke. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The complainant indicated that no additional information is available.